Event description:
It was reported while testing for sars-cov-2 2 false positive results were obtained. Confirmatory testing was performed using pcr test method and the results were negative. Customer stated there was patient impact, however, was not noted in what way. Eua #(B)(4). The following information was provided by the initial reporter: it was reported 2 false positive on covid kit lot# 1090974, exp 7/26/21. What type of sample was collected? Nasal what swab was used to collect the sample (was the swab included in the kit used)? In the kit how long after collection was the swab tested? Immediately test workflow: how long was the sample incubated? 15 min how many drops were added to the sample well on the test device? Was walk-away mode used or analyze now mode? 3 drops. Analyze now. Were the kit qc swabs tested and if so, did they pass? Qc passed results: is the customer reporting a false positive or false negative? False positive did the customer visually interpret the result or did they insert into the analyzer to determine the result? Analyzer what type of reference method was used to confirm the result (pcr, viral culture, etc)? Pcr how many specimens were discrepant (fp or fn)? 2 was the patient(s) symptomatic when tested on the veritor plus analyzer: were patients symptomatic or asymptomatic? No exposure but having some symptoms. Screening test ¿ no known exposure? Yes. Screening test - known exposure that is currently asymptomatic? Yes. Asymptomatic but dr recommended testing? Yes. On average how many tests do you run per week? 100. Was there any patient impact as a result of the false result? Yes.

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082 ), batch number 1090974. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation was performed on the batch number provided. The complaint was unable to be confirmed. However, there is a trend against false positive results. Bd has initiated CAPA#1878253 to further investigate. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.

Manufacturer narrative:
Eua # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing for sars-cov-2 2 false positive results were obtained. Confirmatory testing was performed using pcr test method and the results were negative. Customer stated there was patient impact, however, was not noted in what way. Eua # (B)(4). The following information was provided by the initial reporter: it was reported 2 false positive on covid kit lot# 1090974, exp 7/26/21. What type of sample was collected? Nasal. What swab was used to collect the sample (was the swab included in the kit used)? In the kit. How long after collection was the swab tested? Immediately. Test workflow: how long was the sample incubated? 15 min. How many drops were added to the sample well on the test device? Was walk-away mode used or analyze now mode? 3 drops. Analyze now. Were the kit qc swabs tested and if so, did they pass? Qc passed. Results: is the customer reporting a false positive or false negative? False positive. Did the customer visually interpret the result or did they insert into the analyzer to determine the result? Analyzer. What type of reference method was used to confirm the result (pcr, viral culture, etc)? Pcr . How many specimens were discrepant (fp or fn)? 2. Was the patient(s) symptomatic when tested on the veritor plus analyzer: were patients symptomatic or asymptomatic? No exposure but having some symptoms. Screening test ¿ no known exposure? Yes. Screening test - known exposure that is currently asymptomatic? Yes. Asymptomatic but dr recommended testing? Yes. On average how many tests do you run per week? 100. Was there any patient impact as a result of the false result? Yes.